Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not functioning and had hyperglycemia. The customer stated that the basal may not be working properly. The customer reported that she is having high blood glucose levels and had no meal. The customer stated that last night she went to bed, her blood glucose level was 21 mmol/l and she took a bolus to bring it down to 18.9 mmol/l. The customer stated that after 3.5 hours later, she went to sleep and took another bolus. Troubleshooting was performed. The customer reported that the current blood glucose level was 17.9 mmol/l. The customer reported symptoms related to high blood glucose included diabetic ketoacidosis (dka) and not feeling well. The customer did bolus with insulin pump. The customer stated that the insulin pump may have possible under delivery insulin due to rising blood glucose levels. The drive support cap appeared normal. The customer declined to check for site issues and settings on the insulin pump. The customer also stated on (B)(6) 2018 , she went in to diabetic ketoacidosis (dka) and her blood glucose level was 18 mmol/l and later she went up to 24 mmol/l. The customer stated that she did not seek medical attention. Product is not expected to return.